Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was 20 mg/dl. Customer treated their low blood glucose levels via food. Troubleshooting for low blood glucose was performed. Customer was found by a colleague in an unresponsive state when the ambulance was called, and they went to (B)(6) hospital due to low blood glucose levels. Customer was advised to follow up with their healthcare provider for their low blood glucose levels and to monitor the insulin pump. The insulin pump will not be returned for analysis.